Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while on the mobile power unit (mpu) was confirmed via the log file. The submitted log file spanned approximately 7 days ((B)(6) 2020 per the timestamp). A no external power alarm activated on (B)(6) 2020 at 21:29 due to the rsoc and bus voltages diminishing to ~0v while the device was connected to a mobile power unit (mpu). This is consistent with the loss of ac power. The backup battery provided power to the pump during this alarm. The alarm resolved after reconnecting power and did not affect the controller¿s ability to operate pump at the set speed limit. No other notable alarm was observed. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2016. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev a) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. B) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The mobile power unit, serial (B)(6), was not returned for analysis. Additional information on 02dec2020 stated that the reason for no external power alarm on mpu was not known and the patient has v-lock connector. A root cause of the reported event was not determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has not had any problems with mobile power unit. The patient mobile power unit has a v-lock connector on the power cord and it did not come loose at the wall/outlet. There were no reported environmental conditions that caused the no external power alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
Related manufacturer report number: 2916596-2020-04789. Related manufacturer report number: 2916596-2020-05019. It was reported that the log file analysis captured a series of no external power events and low power hazards on (B)(6) 2020. In addition, the log captured backup battery fault events beginning at 8:15 am, on (B)(6) 2020. These continued until the end of the event history at 10:02 am this morning ((B)(6) 2020). During this period the driveline was briefly disconnected (for approximately 1-2 seconds at 8:38 am). The pump was off for 4 seconds before ramping back up to the set speed.